Manufacturer narrative:
A thorough investigation was performed, including analysis of logs, to identify the root cause of the reported issue. The engineering team confirmed that the issue was not reproducible.

Manufacturer narrative:
A philips service engineer is scheduled to retrieve the system logs at the customer site. Evaluation of the logs will be included in a follow up report upon investigation completion.

Event description:
A customer reported their epiq elite ultrasound system¿s screen intermittently goes blank then displaying a previous patient¿s data. There was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
A philips service engineer is scheduled to retrieve the system logs at the customer site. Evaluation of the logs will be included in a follow up report upon investigation completion.

Event description:
A customer reported their epiq elite ultrasound system¿s screen intermittently goes blank then displaying a previous patient¿s data. There was no allegation of altered patient outcome as a result of the issue.